Event description:
Its reported, that the consumer underwent a left total hip arthroplasty on (B)(6) 2008. Its further alleged that elevated levels of chromium and cobalt were revealed in blood work. The consumer underwent revision surgery on (B)(6) 2018.

Manufacturer narrative:
Updated patient information and product information. Reported event: an event regarding revision due to altr , wear and abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [.....] ¿ cannot confirm event, need additional information; primary operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including, histopathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Its reported, that the consumer underwent a left total hip arthroplasty on (B)(6) 2008. Its further alleged that elevated levels of chromium and cobalt were revealed in blood work. The consumer underwent revision surgery on (B)(6) 2018.